Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. This issue occurred twice. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.